Manufacturer narrative:
Steris requested the subject device back for evaluation on multiple occasions however, to date, steris has not received the subject device. Without the return of the subject device a root cause cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Steris requested the device subject of the reported event for evaluation. The device review history (DHR) for the subject lot was reviewed, and no abnormalities were found. A complaint review was conducted for this lot and indicates this to be an isolated event. The instructions for use provides the following instructions to the user: prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath. Steris offered in-service training on the proper use and operation of the exacto cold snare however, the user facility declined. A follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that during a patient procedure, the exacto cold snare loop broke in the colon. The loop was retrieved, and user facility personnel utilized another device to complete the procedure. No report of injury.